Event description:
It was reported that the user experienced a low glucose event with a sensor reading of 53 and associated dizziness after announcing a larger-than-usual breakfast during the overnight period and later treating the low with oral glucose tablets and soda, which returned glucose to range. Symptoms included hypoglycemia and dizziness. Outcomes included insufficient information to characterize longer-term impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with no specific medical device problem or component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.